Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed a bruise under the lifevest equipment. Patient described the area as dark bruises on left side under electrodes and te pads from sleeping on that side. There was no alleged device malfunction contributing to the bruises. The patient¿s sleeping on pillows to ease the bruising. Follow up indicated that the bruises improved.